Event description:
The customer's father stated that the school nurse observed a big black blotch on the lcd screen. To the father's knowledge the device has not been dropped or stressed and is kept in a carrying case.

Manufacturer narrative:
The returned device was evaluated and the reported damaged lcd display was confirmed. Qualification records for the product lot were reviewed and all acceptance criteria were met. An internal investigation was conducted into impressions into the lens area that can leave damaged crystals and a subsequent dead black area on the screen. The corrective action was to increase the lens thickness to improve the lens impact resistance. This product lot was manufactured before its implementation. The omnipod user's guide advises "do not use the pdm if it appears damaged or is not working as it should."